Manufacturer narrative:
Follow-up # 1 date of submission 10/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 9/14/2017 with the following findings: a review of the pump¿s black box data showed no evidence of a short battery life. During visual inspection of the pump, it was observed that the returned battery cap was undamaged and was able to fit to the pump and maintain an electrical connection. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump¿s electrical current draws measured within specifications. The investigation was unable to duplicate the original ¿short battery life¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Additional evaluation codes: method codes ¿ 23, 3317

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.